Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexl0856 showed no other similar product complaint(s) from these lot numbers.

Event description:
While the rep was conducting product training, the powerglide IV sheared off from the hub, it remained in the pt and was removed via a small nick. It was placed in a shallow vein.